Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) therapy due to t-wave oversensing on the right ventricular (rv) lead. The rv lead was reprogrammed and the issue was resolved. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.